Event description:
A home patient's mother contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of her automated peritoneal dialysis therapy. Per initial report, a solution bag became disconnected from a supply line of the homechoice set. Baxter's technical service center assisted the home patient's mother in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Further investigation is pending. A follow up medwatch will be submitted upon receipt of additional information.